Event description:
It was reported that the patient presented for an implant procedure on 20 mar 2023. It was noted that the helix of the right ventricular (rv) lead automatically ejected and retracted before it was placed in the patient's body. The lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The report of unspecified helix rotation issues was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Upon visual and x-ray examination, there were no anomalies or distortion of the helix found or inner coil that would have contributed to the helix issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood and tissue.